Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00151. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using indigo system aspiration catheter 6 (cat6) devices. During the procedure, two cat6''s became kinked and bent in the sheath when they were removed. It is unknown if and how the procedure was completed. Additionally, it is unknown if there was an adverse effect to the patient. Please note that the manufacturer has requested additional information from the customer; however, no additional information has been obtained.